Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the rad-97 speaker did not sound any alarms. No consequences or impact to patient were reported.

Event description:
The customer reported that the rad-97 speaker did not sound any alarms. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. During functionality testing, all alarm conditions were audible and visual. The speaker's sound was crisp and clear and not distorted or raspy. The device displayed "rtc low battery" message appeared as soon as it was powered on. The log files were analyzed and no critical failures that would imply a speaker fault error. Internal inspection found the speaker was loose inside the unit but had an ohm resistance that was within acceptable range and was able to emit sound. The rtc battery was replaced and the error message went away. The customer's complaint was not duplicated. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.